Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the 2.5mm hex shaft broke during use. The location/status of the broken tip is unknown.

Manufacturer narrative:
Visual examination of the returned device found it was broken at the tip and was then sent for fracture analysis. The results from the analysis state that the shaft features a fractured tip at an angle which is consistent with cantilever bending overload failure. The shaft exhibits deformation consistent with a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted and no discrepancies were found. Product was released accomplishing all quality requirements. A trend analysis was conducted on the product code. No emerging trends were found requiring further actions. The root cause for the tips of the hex shafts fracturing intraoperatively cannot be determined from the samples and information provided. However, per fracture analysis, a probable root cause is cantilever bending static overload. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.